Event description:
A pt underwent placement of a 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft in 1999 for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of hypertension, lung resection for carcinoma, and cholelithiasis. The 1 month CT scan demonstrated no leak and no change in aneurysm size. No info about the 6 month CT scan is available. The 1 year CT scan (december 2000) showed that the infrarenal neck was dilated and a type I leak was present. The physician suspected the aneurysm grew above the seal zone, or the infrarenal neck had dilated resulting in loss of the seal. It was reported by the physician that the enlarging aortic aneurysm demonstrated extension of the aneurysm proximally into the right renal artery; therefore, the stent graft was explanted in 2001. During explant the physician noted that the stent graft was widely patent. The proximal end of the graft was fully detached, demonstrating aneurysm expansion and extension proximally to the renal artery. There were no patent lumbar vessels or inferior mesenteric branches and the left hypogastric was occluded. The iliac limbs could not be extracted despite forceful retraction. The lumbs were, therefore, transected beyond the bifurcation of the aorta. It was thus determined that an aortofemoral reconstruction would be required. A 10 x 9 bifurcated dacron graft was selected for the proximal anastomosis beyond the bifurcation of the aorta. Dissection of the femoral arteries was performed and the limbs of the dacron graft were attached to the femoral arteries successfully. It was reported that the pt was in stable condition and no add'l clinical sequelae has been reported related to this event. X-ray film interpretation is pending.

Event description:
Film review/interpretation performed by an outside independent physician stated that the angiogram on 11/99 demonstrated a proximal aortic neck less than or equal to 1cm. There was a dilated distal left common iliac artery. A CT scan of 1/00 demonstrated the aneurysm to be 6cm in diamter and the proximal fixation/seal zone was less than 5mm. The iliac arteries were unremarkable. A CT scan of 1/01 demonstrated a proximal type I endoleak and the aneurysm measured 6cm in diameter. The physician concluded that there was poor pt selection with inadequate proximal neck and inadequate proximal fixation/seal zone following implantation. The explant analysis/investigation concluded that a short neck (< 1cm) combined with the progression of the disease proximally up to the renal arteries, which was noted by the explanting physician, caused a proximal type I endoleak and resulted in sac pressurization. The stent strut fractures noted on the device are not the likely cause for the type I endoleak since they were not in the proximal seal zone as evidenced by the 1-cm neck length estimated by review of the films. There was evidence of some loss of columnar strength at the areas of consecutive suture breaks, which may have contributed to migration due to poor proximal fixation. In this case, however, the suture breaks are not believed to be the primary cause for migration, due to the known neck dilation as a result of disease progression.